Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer's blood glucose was high as 420 mg/dl and 450 mg/dl. The customer stated that for the last 2 nights, she had lost sensors and for the past 6 days it will alert. The customer also had sensor glucose readings at 400 mg/dl and 350 mg/dl. The customer stated that sometimes the readings would be off. The customer was assisted with the calibration rates.